Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced pooling at the cannula site. Patient expirenced blanching and pain sometimes. No further information available.